Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by visual examination of the returned device. The device exhibited signs of repeated use (nicked or gouged) and has both components disassembled/missing. Review of the device history records identified no deviations or anomalies related to the reported event. This device is confirmed to have been part of a prior CAPA investigation, resulting in field actions to be initiated to recommend against using ultrasonic cleaning as a sterilization technique. These devices were subsequently redesigned to account for the failure mode with a new locking mechanism. This device was manufactured prior to the design change and the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00339, 0001822565-2021-00340.

Event description:
It was reported that spd was inspecting the tray and instruments and after they came out of the wash, they noticed the ball bearings were missing from three instruments. There was no impact to the patient, this occurred while the instruments were in the washer of spd.